Manufacturer narrative:
It was reported that the ventilator was not working. According to our field service engineer's investigation, the problem was solved by replacing the air gas module. Additionally, the pressure transducer was also replaced. The device logs have not been received and no parts have been returned for investigation as the parts was discarded, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturers ref: (B)(4).

Event description:
It was reported that the ventilator was not functioning properly. There was no patient harm. Manufacturer ref.#: (B)(4).